Event description:
Cardiac catheterization procedure-stent balloon would not deflate after stent inserted. Balloon was deflated by inserting the guide catheter further in and penetrating balloon. No harm to pt.